Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09937. It was reported, the pt had been occasionally experiencing jolting sensation at the ipg pocket site whether the stimulation is in use or not. The pt also reported feeling a heating sensation and the ipg site to be getting warm. A full parameter diagnostic indicated one invalid impedance value on the contact pt does not use. The pt is currently at stimulation off. The pt is also implanted with a pacemaker. Surgical intervention is being considered to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.